Event description:
Prior to the start of the procedure the electrosurgical unit used for cautery was set to 30/30 blend. The surgeon needed to use it in the middle of the case to control bleeding and the unit set itself back to 1/1 blend which was not enough to cauterize and stop the bleeding.